Manufacturer narrative:
Correction: additional manufacturer narrative h11 the complaint allegation was not confirmed. The reported failure could not be recreated. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. To rule out the possibility of the shaft being obstructed by broken needle debris, a new needle was introduced. No resistance was found. (Refer to img_8018). Functional testing was performed with a new needle part, ar-1990n, and a suture to test the instrument¿s functionality. After firing the instrument a couple of times, no needle breakage was observed. Additionally, when tested with a needle and a suture, it was noted that the needle tip emerged from the trap door with the suture attached. No problems were found. (Refer to (B)(6). The instrument was additionally tested by firing it dry and outside of the surgical site five consecutive times. The needle, ar-12990n, did not break. Additionally, a suture was added and fired again, and the needle still did not break. However, it was noted that the tip of the needle bent, which is expected due to the number of times the instrument was repeatedly actuated outside the surgical site. According to direction for use (dfu) to help avoid needle breakage and potential patient injury: - avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. A visual evaluation revealed regular signs of wear. The reported failure could not be recreated. The instrument¿s manufacturing date is january 31, 2023.

Event description:
On 12/18/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion kept breaking disposable needles they tried different ones, and it kept happening. There was no case or patient involved. Additional information was provided on 12/28/2024 via (B)(4) where the sales representative stated that the trap door of the scorpion is breaking off the pointed cutting tip of the knee scorpion needles when capturing the suture that it deploys. Additional information was provided on 02/07/2025 via phone, where it was reported that the needles were being broken off inside the patient and were able to be retrieved. This occurred during a quad acl knee scope. There was a minimal delay in the case while using a grasper to retrieve the fragments however it is not believed that additional anesthesia was administered.

Manufacturer narrative:
The complaint allegation was not confirmed. The reported failure could not be recreated. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. To rule out the possibility of the shaft being obstructed by broken needle debris, a new needle was introduced. No resistance was found. (Refer to img_8018). Functional testing was performed with a new needle part, ar-1990n, and a suture to test the instrument¿s functionality. After firing the instrument a couple of times, no needle breakage was observed. Additionally, when tested with a needle and a suture, it was noted that the needle tip emerged from the trap door with the suture attached. No problems were found. (Refer to img_8019). The instrument was additionally tested by firing it dry and outside of the surgical site five consecutive times. The needle, ar-12990n, did not break. Additionally, a suture was added and fired again, and the needle still did not break. However, it was noted that the tip of the needle bent, which is expected due to the number of times the instrument was repeatedly actuated outside the surgical site. According to direction for use (dfu) to help avoid needle breakage and potential patient injury: - avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. A visual evaluation revealed regular signs of wear. The reported failure could not be recreated. The instrument¿s manufacturing date is january 31, 2023.